Event description:
As reported, it was a case of a 29 mm sapien 3 valve, in tricuspid position by right femoral vein approach, inside a non-edwards ring. After obtaining final position by using balloon assisted deployment technique and pre-dilation, the edwards balloon was inflated at 10 ml along the pre-existing ring zone followed by sapien 3 with 3 cc overfilled (edwards balloon was inflated and removed prior full deployment of sapien 3 valve). The final position (70/30) was the intended. A post-dilatation was performed with 5cc. A transesophageal echocardiogram (tee) and right ventricular (rv) gram showed evidence of moderate intravalvular to paravalvular leakage (pvl) across sapien 3 valve. Therefore, a second 29 mm sapien 3 valve with 5 cc overfilled was deployed slightly lower than the first valve under rapid pacing protocol. Final tee and rv gram showed sapien 3 was deployed in a good position with trace pvl. Procedure went well. The patient was in stable condition post procedure. As per medical opinion, the moderate pvl was located at open portion of surgical ring which will be tissue or suture site which is higher than close cell of sapien 3 valve then putting the 2nd valve will help to close the gap.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, a landing zone with an elliptical shape, and valve under or oversizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. As per medical opinion, the moderate pvl was located at open portion of surgical ring which will be tissue or suture site which is higher than close cell of sapien 3 valve then putting the 2nd valve will help to close the gap. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. The device was used in off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to the procedures, the available training materials were reviewed only for information potentially relevant to the device use. H3 other text : the valve remains implanted in patient.